Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, the issue occurred with multiple cartridges. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause of bg was not known. Food was consumed and a temporary basal rate was programmed on the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.